Event description:
Received info stating that the customer filled the cartridge with about 300 units. Customer received a 50 unit minimum requirement message. Customer then filled the cartridge with additional insulin. Upon doing so, the customer was ot able to add all of the additional insulin and when the customer pulled the syringe out, insulin was leaking from the septum. Customer's blood glucose level was not impacted.

Manufacturer narrative:
No product returning for evaluation. Attempts have been made to obtain all event info. Should new info become available, a follow up report will be submitted.